Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. No malfunction or product deficiency was identified. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the adc device. Customer reported receiving unspecified high sensor scan result perceived to be higher compared to readings (unspecified) on built-in precision meter. As a result, customer experienced hypoglycemia with symptoms described as weakness, had a loss of consciousness and/or convulsion/seizure. The customer was unable to self-treat, requiring treatment with sugar provided by caregiver. There was no report of death or permanent impairment associated with this event. Reported sensor scan of 229 mg/dl were compared to blood glucose tests of 50 mg/dl from the built-in meter, when plotted on a parkes error grid fell into the "d" zone showing the difference in values to be clinically significant. It is unknown if these values were obtained at the time of the medical event.

Event description:
A high readings issue was reported with the adc device. Customer reported receiving unspecified high sensor scan result perceived to be higher compared to readings (unspecified) on built-in precision meter. As a result, customer experienced hypoglycemia with symptoms described as weakness, had a loss of consciousness and/or convulsion/seizure. The customer was unable to self-treat, requiring treatment with sugar provided by caregiver. There was no report of death or permanent impairment associated with this event. Reported sensor scan of 229 mg/dl were compared to blood glucose tests of 50 mg/dl from the built-in meter, when plotted on a parkes error grid fell into the "d" zone showing the difference in values to be clinically significant. It is unknown if these values were obtained at the time of the medical event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.